Event description:
I was setting up a sterile field to place a midline on a patient in the medical intensive care unit (micu). We were taught to check all of our equipment before sticking the patient. I took the bard #20g midline to test the guidewire and sheath before insertion and found it to be severely bent. If I had not tested this and used it on the patient it could have caused damage to the patient. I do not know if this came from the manufacturer this way or if somehow it was improperly shipped or stored on our shelves in such a manner that this could happen.